Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d10; g1; g3; g6; h1; h2; d10: item# 42521400711; lot# 65631585. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. Additional information received indicated the tibial tray was able to successfully mate with other devices. Therefore, there are no allegations or deficiencies with this device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 42511400711; lot# 65631585. G2: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the surgeon faced difficulty getting the articular surface to lock into the tibial tray. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.